Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the spo2 turns off under silence mode and at any removal of probe. The device was not in use on a patient.

Event description:
It was reported that the spo2 turns off under silence mode and at any removal of probe. The device was not in use on a patient.